Event description:
It was not difficult to calibrate the sensor following implant. It was possible to get a good signal briefly, and the sensor was calibrated to a mean of 52 mmhg. Following calibration, it was not possible to get a signal from the sensor using a hospital electronic system. A chest x-ray did not show any sign of sensor migration.

Manufacturer narrative:
Additional information.

Event description:
During a follow-up with the physician on (B)(6) 2021, it was possible to register the sensor using a hospital electronic system.

Event description:
An echocardiogram was performed to confirm the validity of the pressure sensor readings. The sensor was recalibrated and the mean was decreased by 35.7 mmhg. Accurate readings were observed under the manufacturer's patient care network database. The echocardiogram was performed by physician booth.

Manufacturer narrative:
No device analysis results are available because the device remains implanted. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined that no non-conformances were identified that are related to the reported event.